Event description:
Reporter indicated that a vns patient required the implantation of a defibrillator for ventricular disease and bradycardia. The vns was disabled due to the ventricular disease. Good faith attempts for additional information have been unsuccessful to date.